Event description:
During implant procedure, the device was intermittently pacing. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
Reported event of no pacing was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. The device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.